Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.